Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. Product analysis lab observed a hole on the pebax surface. Initially it was reported that there was a force issue. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable for a force issue. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-dec-2022, observed reddish material in the pebax. The scanning electrode microscope analysis shows evidence of mechanical damage and a hole on the pebax surface. The hole on the pebax surface was assessed as MDR reportable. The awareness date for this reportable lab finding was 28-dec-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-dec-2022. The device evaluation was completed on 28-dec-2022. The smart touch device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Scanning electrode microscope analysis shows evidence of mechanical damage and a hole on the pebax surface. The blood found inside the pebax area may contribute to the force issue. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).